Manufacturer narrative:
Additional information was added in h.3. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50cyl), 20.0 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified, advanced technology intraocular lens (atiol) model. The clinical reason provided for the lens exchange was that an "incorrect intraocular lens (iol) was selected pre-op." No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had poor quality vision in all fields. The iol was exchanged for unspecified atiol lens. Clinical reason for explant mentioned as incorrect iol selection pre-op. Additional information has been requested.